Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.